Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On september 04, 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on a review of the call recording and on additional information obtained by the customer care agent (cca) during a follow-up call with the patient. It was not reported when the alleged meter inaccuracy began. The patient reported obtaining what they felt was an inaccurate high blood glucose reading of ¿374 mg/dl¿ with the subject meter. The patient manages their diabetes with a fixed dose of novolog insulin and they continued to follow their usual diabetes management regimen in response to the alleged issue. As a result of the alleged issue, the patient stated they obtained a blood glucose reading of ¿22 mg/dl¿ on an unspecified meter and a health care professional treated them with a glucagon injection on (B)(6) 2022, at 10:00 pm. During the follow-up call, the patient informed the cca that they were also advised by a visiting nurse to lower the dose of insulin and to eat more. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and test strip vial was not cracked or broken. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.